Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data that was supplied. It was found that the first sample was serum and the next was plasma. They were the same sample, from the same tube. A siemens technical support center (tsc) specialist performed service mix studies and found no issues with the instrument. The instrument data provided showed that quality control (qc) was in range. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), who questioned the result. The customer repeated the same sample on the same instrument, resulting higher. A corrected reported was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose result.

Manufacturer narrative:
The initial MDR 1226181-2016-00416 was filed on august 29, 2016. Additional information received (09/08/2016): a siemens headquarters support center (hsc) reviewed the data supplied. Hsc reviewed the filter data and result monitors did not find discrepancies between the replicates. Quality control (qc) was reviewed and was in range. Hsc did not find a mechanical or consumable issue. The cause of the discordant, falsely depressed glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.